Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that patient was reprogrammed and adequate coverage was established.

Manufacturer narrative:
Date of event and patient weight are estimated.

Event description:
It was reported that the patient experienced inadequate coverage. Reportedly, patient does not have right sided coverage. Impedance check revealed high and low impedances. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.